Event description:
The customer contact reported "sparks" were noted from the cord when plugged into ac power. The pump was returned to the purchasing dept with an unsigned noted that stated, "cord sparks when it is plugged in. Does not work." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There was no reported adverse pt event while the device was in clinical use. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.